Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor device would not flow. The device was filled with an unspecified amount of ch14.18 diluted in an unspecified amount of 0.9% sodium chloride. The device got stuck and the patient did not receive the full dose. When disconnected the infusor was not dripping from the line. The flow was observed after flow restrictor has been cut off. There was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured april 21, 2016 ¿ april 22, 2016. The device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.